Event description:
It was reported that the customer required assistance from the emergency room to treat a blood glucose (bg) level. It was not reported if the customer experienced a high or low bg level. Customer declined further troubleshooting for the issue with tandem technical support; therefore no additional information was obtained.